Manufacturer narrative:
Follow-up # 1 date of submission 05/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2014 with the following results:a review of the black box showed a low battery warning and a replace battery alarm. Evidence of excessive battery use was observed. The battery compartment was intact; no battery cap was returned with the pump. A test cap was able to fully tighten on to the pump with no power loss. The current draws were found to be in specifications. The pump cover was removed and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life had shortened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).